Manufacturer narrative:
This report has been identified as b. Braun internal report number (B)(4). Note: this report is being filed for an item number that is not sold in the united states, however similar items are sold in the united states by b. Braun medical, inc. The device was not available. Only the history data was sent for investigation. Results: the device history files were analyzed. The described infusion was not found on the day of occurrence. The device history files from the day of occurrence was investigated. At 10:34am a space line neutrapur was selected and the infusion started with a rate of 240ml and a volume of 120ml. 30 minutes later the vtbi near and alarm occurred and a new volume of 30ml was selected. The infusion was continued and at 11:11am the volume was reached and the kvo-mode (keep vein open) started. The infusion was stopped. At this time, 146,54ml was infused. No other abnormalities were found. Judgment: the complaint could not be confirmed.

Event description:
Staff nurse started pump with 268 milliliters (mls) of paclitaxel (108 miligram (mg) 0.9% in nacl) at 1015 hours. Expected infusion to be done within 1 hour. At 1115 hours the pump alarmed keep vein open (kvo) but there was leftover medication in the bag. The nurse added 40 milliliters (ml) of paclitaxel to continue the therapy expected to finish in 8 minutes, after 10 minutes pump showed alarm kvo. However, there was 30ml left in the bag. The nurse removed the pump and replaced it with another pump and continued the therapy but after 10 minutes pump alarmed keep vein open (kvo) but there was still 15 milliliters (mls) inside the bag. The nurse continued treatment manually.